Manufacturer narrative:
Device history record (DHR) review confirmed that companion 2 driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found a "computer malfunction" alarm in the driver's data file. Visual inspection of external and internal components found no abnormalities. Driver passed all areas of functional testing for acceptance at incoming inspection. Additional testing included a power cycling test where driver was power cycled 10 times with a patient file download after each reboot. No malfunctions or alarms produced. Evidence from previous investigations found that a computer malfunction alarm typically occurs following a loss of ac power. A test hospital cart with known power drop issues was installed to test if the driver would recognize ac power while connected to the cart. After approximately five minutes, a power drop occurred resulting in the companion 2 driver no longer recognizing ac power and switching to battery power. No alarms or screen issues occurred. A secondary test was completed with similar conditions replacing the functional batteries with mostly depleted batteries (less than 10%). Driver again switched to battery power and at this time, both touchscreens became unresponsive and the main buzzer of the driver sounded. Although the complaint was replicated in part under these conditions, the hospital cart was not returned or reported to exhibit a power drop problem and no evidence provided can affirm batteries in use were severely depleted. Failure investigation for this complaint confirmed the reported issue from data file review. The specific customer complaint could not be replicated during testing outside of specific conditions not reported in the initial complaint; root cause of the reported computer malfunction alarm was unable to be determined. Failure investigation identified no test failures or damage that could have contributed to the reported complaint. No evidence of a device malfunction was found. Patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a computer malfunction alarm while supporting a patient. The customer also reported that the patient was subsequently switched to a backup driver.

Manufacturer narrative:
The companion 2 driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a computer malfunction alarm while supporting a patient. The customer also reported that the patient was subsequently switched to a backup driver.